Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that prior to retrieval of a vena cava filter, a detached filter leg was identified. The filter and the detached filter leg were successfully removed with a snare. There was no reported pt injury.